Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed rash on the center of the back. The patient's was instructed to use zinc oxide ointment by nurse. Follow up indicated that the irritation is improving.